Manufacturer narrative:
(B)(4). Method: the complaint airvo 2 humidifier was returned to fisher & paykel healthcare in (B)(4) for inspection. The airvo 2 was visually inspected and performance tested. Results: the complaint device was tested by causing an audible alarm to occur. The device displayed a warning message but there was no audible alarm. The fault was traced back to a faulty speaker and the electrical resistance testing showed that the speaker was open circuit. A lot check revealed no other complaints of this nature for lot number 140402. Conclusion: we are unable to determine what caused the speaker resistance to become open circuit. The airvo 2 user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." The user manual also contains instructions on how to check the alarm system functionality and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A distributor in (B)(6) reported that a pt100 myairvo 2 humidifier does not create acoustic alarms. No patient consequence was reported.